Event description:
It was reported that during an upgrade procedure the physician was unable to get the left ventricular (lv) lead to track far enough into target vessel to obtain adequate threshold. The lead was removed and a different lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.